Event description:
It was reported that the patient presented after receiving a vibratory alert for high, out of range pacing lead impedance. Lead fracture was suspected. The lead was capped and replaced. Patient condition was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.